Event description:
Dealer advised unit alarming. Dealer advised the tube that connects to heat exchanger and goes down to the four way valve came off. Dealer advised metal clamp that connects it can not be reused. Spoke with tech advised would need heat exchanger and elbow.